Event description:
Related manufacturer reference number: 2017865-2021-35692. It was reported the patient presented in clinic for generator changeout procedure. Upon interrogation, it was found that the patient's atrial lead and right ventricular lead exhibited noise over-sensing. No changes were made. The patient was in stable condition.